Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer went to the emergency room for a blood glucose (bg) of 389 mg/dl; bg cause unknown. Customer received intravenous fluids and manual injections to address bg. No additional patient or even information available.

Manufacturer narrative:
This event was reported inadvertently. This is a duplicate record. Allegation submitted under 3013756811-2020-66240.